Manufacturer narrative:
(B)(4). Review of pre-implant CT¿s and 3d film report revealed that the patient had a 52mm max diameter infrarenal aaa which contained thrombus. The proximal neck diameter was 21mm just below the lowest left renal artery, and 25mm lower at the bottom of the neck was 27mm in diameter. The neck was straight, calcified, and contained irregular thrombus. The distal aorta was also calcified and measured 23mm in diameter. The common iliacs were mildly tortuous, especially on the left, and extensively calcified bilaterally. The rcia diameter ranged from 5.5 ¿ 8.3 ¿ 9.6mm. The lcia diameter ranged from 8 ¿ 10.4mm, and a stent was seen implanted along the length of the lcia; the flow lumen diameter measured 7 ¿ 8mm ID. The right femoral access diameter was 9.9mm and the left femoral access diameter was 9.7mm. Review of a single still image during implant (without contrast) revealed that the undeployed bifurcate was positioned in the patient. The suprarenal stents were still captured. An abnormal appearance of the stent graft was seen approximately 1cm below the proximal markers the stent graft, near the location of the 1st covered stent; the stent appeared to be possibly compressed or train-wrecked. The cause could not be determined from this single non-contrast image, and films post-deployment were not returned. Images of the stent graft below the level of the bifurcate gate were not seen in the film. The cause of the reported delivery system positioning, deployment, and removal difficulties could not be determined from the films provided. The cause of the reported crimp seen 5mm below the top of the graft also could not be determined from the single returned non-contrast still image prior to deployment. Additional images during implant were not available for return. It is possible that this observed stent abnormality was caused during positioning of the device, possibly from implanting within the previously implanted iliac stent, and this abnormality led to the deployment and removal difficulties.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 52 mm in diameter abdominal aortic aneurysm. It was reported that the physician advanced 32x14x103 thru the right groin into abdominal aorta. There was some resistance but the delivery system was delivered to desired location. The physician proceeded to deploy the bifurcated stent graft and it was noted that the proximal stent graft seemed to be crimped down about 5mm below the top of the graft. The implanting physician commented that it was possible that the stent graft got bunched when using extra force pushing the delivery system thru an existing iliac stent. The physician proceeded with deployment until the contra gate opened. The tip capture was then released and it was noted that the bare stents did not fully deploy. A wire was advanced thru the contra gate and above the bare stents. A pigtail was advanced and an angiogram was performed. Angiogram showed the pigtail was in the true lumen above the renals and both renal arteries were patent however the bare stents and proximal graft were not fully deployed. The physician decided to use ivus to try to determine if the stent graft was in the true lumen. The ivus catheter would not advance past the crimped section of the stent graft. An 8x4 balloon was advanced and inflated at the bare stents and proximal graft. After inflation the physician tried to the remove delivery system but it wouldn't come back thru the bare stents. The ivus catheter was re-advanced and this time it crossed. However, due to significant metal the imaging was very poor and the physician was unable to determine if it was in the true lumen. The physician decided to advance a 12x4 balloon and inflated at the bare stents and proximal graft. It was noted that there was a waist in the balloon at the crimped section of the stent graft. Again the physician tried to remove the delivery system without success. The physician decided to consult surgery and another cardiovascular surgeon decided to convert to open surgery. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is still being monitored.